Manufacturer narrative:
The reported failure of evt_power_vbus_dropped is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A trilogy evo USA ventilator was returned to a third-party service center for scheduled periodic maintenance. The device was not in patient use at the time of evaluation, and no patient harm or injury was reported. During the in-process preliminary evaluation performed at the third-party service center, an evt_power_vbus_dropped event was identified in the device event log. Based on the evaluation findings, the service technician recommended replacement of the system printed circuit assembly (pca) to address the issue. The device is undergoing repair and investigation. A final report is being submitted at this time. If additional information becomes available following completion of the repair that impacts the investigation findings or medical device reporting (MDR) assessment, a supplemental report will be submitted.